Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2020. The patient¿s skin was inflamed and warm, with a lump and pus. He was taken to the general practitioner (gp) and treated with amoxicillin antibiotic. He recovered but at the time of the report still had a lump at the site. No additional patient or event information is available.